Event description:
Information received on 4/21/97 indicates an ipp device was implanted on 2/26/96. Connectors were revised on 4/29/96. The entire device was removed from the patient on 10/4/96 due to infection and aneurysmal dialation.